Event description:
Additional information was received that the native valve was the cause of the hypotension and pericardial effusion due to the pre-implant balloon aortic valvuloplasty. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot [(B)(6)] use by date [2026-02-20] UDI [(B)(4)]. Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after pre-dilation a drop in blood pressure was observed, leading to insertion of percutaneous cardiopulmonary support (pcps). The cause was thought to be the significantly narrowed left ventricular hypertrophy (lvh), which resulted in poor recovery after rapid pacing. However, after valve implantation, hemodynamic improvement was observed, and the pcps was removed. Cardiac tamponade was suspected. Pericardial drainage was performed, confirming pericardial effusion and not cardiac tamponade was present. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012164309); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: 0012156788); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.